Event description:
A healthcare worker experienced a painless whitening of the skin on the finger after touching an item in the load on a cancelled cycle. The third cycle message indicated the load was wet, and the customer tried to cycle it again. The fourth cycle had an injection error message. The load appeared frozen to the healthcare worker, and he checked the load visually and by touching it. The worker rinsed off the contact site under water did not seek medical attention. The symptoms resolved within one day.